Manufacturer narrative:
Customer was sent replacement.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that they received lipase (lip) reagent shipment and one box of lip was leaking. A cart had the lid on the a compartment loose. No injury was reported on this issue.